Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Reprocessing of subject device: the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer described it as a clear plastic. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and after further analysis the material was likely to be a bristle from a cleaning tool used in manual cleaning. The cause of the material remaining in the device could not be specified. The following information is stated in the instructions for use (IFU): ¿- operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was completed for this event. Available additional information has been provided by the customer. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that a clear plastic foreign material was found in the air/water nozzle. This is attributed to failure to clean adequately. Per the customer, the clear plastic material is likely to be the bristle of the cleaning brush. Other observations for the device: due to wear of angle wire, bending angle in up direction does not meet the standard value; distal end cover (c-cover) has a dent; and adhesive on distal end rubber coating (a-rubber) is detached. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of blockage of air/water nozzle issue occurring during reprocessing. The previous therapeutic colonoscopy procedure for removal of polyps was completed without any delay or issues. The device had been inspected per the instructions for use prior to the procedure. There is no harm to the patient, and the patient¿s current status is excellent. There is no patient involvement in this event. Upon evaluating the returned device, a clear plastic foreign material was found in the air/water nozzle. This is attributed to failure to clean adequately. Per the customer, the clear plastic material is likely to be the bristle of the cleaning brush. This medwatch is being submitted for the reportable issue of the foreign material found in the air/water nozzle during device evaluation.